Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that a patient undergoing intra-aortic balloon (iab) therapy had blood in the distal end of the helium extension tubing, but it was functioning at the time with no additional blood or leak alarms. The customer thought that it may have occurred during insertion. Several hours passed and the customer started to receive an occasional auto-fill failure message. It took several attempts but the customer would get it filled until the next occurrence. Finally after this occurring several times the customer swapped out the console. This did not solve the issue. The emergency support program specialist suggested that since the customer swapped consoles it seems that there may be a possible iab issue. It was suggested to the customer by the specialist to get another insertion tray and swap out the helium extension tubing. The customer states the iab was swapped out for another iab which functioned properly. The customer states upon removal of the iab the interventionalist team saw a small hole with a clot in place at the opening. No further evidence of blood loss into the tubing was noted and augmentation remained sufficient throughout. There was no reported injury to the patient.